Event description:
It was reported that an unknown secondary access set had no flow. The reporter stated that they hung a glass bottle containing clindamycin and that the first infusion ran without difficulty. However, eight hours later, they hung the second dose and the medication would not drip. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.